Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an x-smart iq was involved in several file breakages. The event outcome is unavailable.

Manufacturer narrative:
The device was evaluated and found to be within specification. Multiple unsuccessful attempts were made to obtain the patient outcome.